Event description:
Hemodynamic instability was observed during the procedure. While the subject device was being used during treatment of a lesion in the left anterior descending artery (LAD), the patient experienced cardiac arrest. Following cardiopulmonary resuscitation (CPR) and administration of medications, an intra-aortic balloon pump (IABP) was inserted, after which the patient's condition stabilized. The lesion was subsequently dilated using another balloon, and the procedure was completed successfully. The patient's condition remained stable following the procedure.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined.This is an initial report, and the results of the investigation will be described in a follow-up report.